Event description:
Pt admitted for right atrial mass. Surgeon removed a golf ball size right atrial thrombus which contained what appears to be the blue introducer sheath of a hickman catheter, measuring 3 & 3/4 inches. This is not supposed to be in the pt and is not radio-opaque.